Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device, because it was not returned by the hospital. The cause of the reported event could not be confirmed as the device was not available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt's pump stopped due to inadequately charged batteries. The pt received new batteries and the event was resolved.